Event description:
Boston scientific received information that during a revision procedure the implantable cardioverter defibrillator (ICD) displayed high defibrillation thresholds (dft) with oversensing of noise and that inhibited pacing, post shock. It was further reported that the patient was pacemaker dependent. A fluoroscopic view of the implant, noted the defibrillation lead and chronic pacemaker lead were touching. The physician surgically abandoned the defibrillation lead and replaced it with a new lead that was positioned away from the other leads. The ICD was explanted and replaced. Acceptable dfts were noted and no noise or pacing inhibition was observed with the new system. At the time the ICD was not returned for analysis. Approximately seven and a half years later, the device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this product was inspected and a hole in the rv- seal plug was observed and its seal plug was torn. Testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing. The device counter and therapy history revealed that the device was able to deliver therapy prior to explant. Analysis testing could not confirm the reported noise or oversensing issue but a hole in the rv- seal plug may have contributed to the noise observed in the field.